Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n613877004, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an intrathecal fentanyl 25000 mcg/ml at 21000 mcg/day and bupivacaine 2 mg/ml at 1.8 mg/day via an implanted pump for non-malignant pain. The patient reported the pump was flipping and was uncomfortable. The doctor wanted to do pocket revision. There was also concern the catheter may be kinked because pain relief had decreased recently. During the pocket revision the catheter was severely twisted and kinked. They attempted to aspirate unsuccessfully and cut twisted portion of pump segment and replaced with 8784. The catheter then aspirated. The physician also made a pocket lower in left abdomen and moved pump and retied down. The patient was turned to minimum rate and they were observing the patient overnight in the hospital. The doctor would start the patient on 100mcg fentanyl patch and have her follow up with the doctor. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.